Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. The patient reported that they had seen a picture of a phone and a doctor on the recharger. Additional information received reported that the patient traveled 4 hours out of their area to see a healthcare professional. They had to go back for a pre-operative visit and go back for the surgery. The consumer mentioned that it was painful to travel. There was a report that the "call your doctor icon" was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.